Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
The titanium tip broke during the procedure. The broken piece was retrieved by forceps and was discarded. Changed to another one to complete the procedure. There was no report on patient injury.

Manufacturer narrative:
(B)(4). Batch #: p9287y. Investigation summary: the device was received with the blade broken off and not returned with the device; in addition the blade was discolored (blue) due to heat generated from contact between the blade and the tissue pad. During functional testing on gen11 an alert screen was displayed. A probable cause for the device to stop activating and the gen11 to display an alert screen is blade damage probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.